Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the m.r.I. Low-profile port. Sometimes, post the procedure, the patient was admitted on (B)(6) 2026, presenting with fatigue and poor appetite. Routine examinations were performed upon admission. A repeated whole-abdominal CT and pelvic CT conducted on the same date revealed a linear density shadow in the right atrium. Reportedly, these findings were considered alongside the patient's chest CT results and the absence of backflow during implanted port maintenance, a catheter fracture extending into the right atrium following the implantation procedure was suspected. Further evaluation using dsa fluoroscopy confirmed that the catheter had fractured and extended into the right atrium. The port base and the remaining portion of the catheter were subsequently removed safely. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos, images and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.